Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the response buttons were intermittent. The root cause for the intermittent response buttons was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A patient's monitor was returned to the distributor and it was reported that the response buttons were not working.